Manufacturer narrative:
(B)(4). The sample was not received and the lot number is unknown, a sample analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a clearlink system secondary medication set was involved in a no flow incident. The reporter stated that the setup consisted of a primary line running saline and a secondary line running iron dextran. The primary bag was hung lower than the secondary bag, but solution only flowed through the primary line. This occurred during infusion using a sigma pump set at 149 ml/hour. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 3 of 3.